Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: "after the vacuum blood collection tube was centrifuged, separation gel had accumulated in the blood collection tube port."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was missing additive. The following information was provided by the initial reporter. The customer stated: "after the vacuum blood collection tube was centrifuged, separation gel had accumulated in the blood collection tube port."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was missing additive. The following information was provided by the initial reporter. The customer stated: "after the vacuum blood collection tube was centrifuged, separation gel had accumulated in the blood collection tube port."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, fibrin because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was missing additive. The following information was provided by the initial reporter. The customer stated: "after the vacuum blood collection tube was centrifuged, separation gel had accumulated in the blood collection tube port."